Manufacturer narrative:
Inspected three opened used reservoirs and checked the reservoirs snap-cap width dimensions. The reservoir failed per specification. Two of the three reservoirs found under specifications. The reservoir was too loose to connect/release.

Event description:
Initially, the customer reported that some of the reservoirs were not locking into the infusion set and the connection was loose. A follow up call was made and the customer reported being in the emergency room with high blood glucose of 400mg/dl. The customer stated that she was on her way home and she ate too much or the insulin was not right. The customer checked her blood glucose and did not come down. She went back to town and her glucose level was still high. Then gave herself a manual injection, and her ketones were moderate. The infusion set was changed, checked the ketones, and went to the hospital. No further information was provided.